Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter would not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began approximately 2 months ago prior to contacting lfs. The patient manages his diabetes with insulin (no adjustments), and denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms due to the alleged issue. However, the patient alleges that on an unknown date/time he had a blood glucose test carried out by emergency medical services (ems) on another unknown meter, and a result of greater than or equal to 500 mg/dl was obtained. No additional treatment was reportedly received. At the time of troubleshooting, the csr noted the subject meter would not power on manually with a button press or when a new test strip was inserted. The csr noted the patient was not using the meter for the first time, there was no misuse of the product, and the correct strips were being used. The csr documented that based on the information provided the battery did not need replacing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs of a serious injury after the alleged meter issue began.